Manufacturer narrative:
Citation: bajaj, m. Md et al. Rapid bioprosthetic valve degeneration resulting in severe mitral stenosis. Journal of american society of echocardiography (2008) jan;21(1):90.e1. Doi 10.1016/j.echo.2007.06.023 earliest date of e-publish/publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old male patient with severe mitral regurgitation secondary to bileaflet mitral valve prolapse who underwent chordal sparing mitral valve replacement with 31 mosaic bioprosthetic valve (serial number not provided). Nine months post implant, the valve was replaced by a non-medtronic mechanical valve due to mitral valve stenosis and structural valve deterioration due to diffuse idiopathic inflammation and the deposition of fibroconnective tissue. No additional adverse patient effects or product performance issues were reported.